Event description:
It was reported that during implant, the physician had difficulty inserting the lead into the device header. The lead was successfully inserted into the header with the use of silicone oil. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).